Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she experienced many low blood glucose levels since she started using the insulin pump. The customer experienced headaches that lasted two days and her heart was racing. The customer experienced the same issues and went to the hospital on (B)(6) 2016. The customer's hospitalization was not diabetes or blood glucose related. Her blood glucose level dropped to 40 mg/dl. The customer woke up sweating. She treated her blood glucose level with candy. The insulin pump was worn during a medical procedure/test around a MRI. The displacement test passed. The device was not returned.